Event description:
During an initial implant procedure, it was noted tachycardia therapies were enabled and shocks were delivered. It was suspected the device tachycardia therapies were programmed prior to the procedure. Technical support was contacted and confirmed tachycardia therapies were enabled but was unable to confirm if the setting were programmed prior to the procedure. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information was received indicating no inappropriate shocks were given to the patient. It was suspected that the tachycardia therapies were enabled. Upon investigation of the logs and session records it was noted that these were programming changes made by one of staff members and not a malfunction of the device.